Event description:
It was reported by the patient that following a shoulder procedure the catheter tubing broke in half while they were turning over in bed. The broken portion of the catheter was able to be removed by hand and there was no need for any additional procedures or treatment.

Manufacturer narrative:
The catheter was discarded by the patient and was unable to be investigated. According to the information that was received from the patient, the catheter was able to be removed by hand and there was no need for a secondary procedure or additional pain medication prescribed.